Event description:
It was reported that the device was used during a laparoscopic vaginal hysterectomy. The device fired and would not release to load another reload. There were no patient consequences.